Event description:
It was reported that the pt underwent a successful kyphoplasty procedure at level l1. Post-operative, the pt complained of back pain. A CT scan was performed and showed that bone cement was seen in the canal. Reportedly, the bone cement was doughy and homogenous prior to delivery into the pt. There was no delay in overall procedure time. No additional info was reported.

Manufacturer narrative:
Method, device not returned, followed up with company rep.